Manufacturer narrative:
The reported lot number 2607492 does not match with the reported upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during an esophagogastroduodenoscopy (egd) percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2020. According to the complainant, while the peg tube was being pulled through the incision site, the tube separated. The physician was able to reattach the tube. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during an esophagogastroduodenoscopy (egd) percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2020. According to the complainant, while the peg tube was being pulled through the incision site, the tube separated at the junction between the peg tube and the introducer tube at the skin level. The physician was able to reattach the tube and used t-fastener. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported lot number 2607492 does not match with the reported upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g3: medwatch number is (B)(4). Block h6 (device codes): problem code a0501 captures the reportable event of peg tube detached. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the reported lot number 2607492 does not match with the reported upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code a0501 captures the reportable event of peg tube detached. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during an esophagogastroduodenoscopy (egd) percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2020. According to the complainant, while the peg tube was being pulled through the incision site, the tube separated. The physician was able to reattach the tube. The procedure was completed with this device. There were no patient complications reported as a result of this event.